Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2016 with the following findings: there was evidence of short battery life observed in a voltage drop leading to ¿call service (cs) 128¿ alarm on (B)(6) 2016. The battery compartment was observed to be cracked below the grip pad. The returned battery cap was able to secure tightly to the pump. Moisture corrosion was observed in the battery compartment and on the battery cap. A leak test failed due to a battery compartment leak. The pump was powered on with a distorted display screen. The ¿ez-prime¿ steps were performed correctly; all current readings were above specification. The pump¿s cover was removed; further moisture corrosion was found to the continued glucose monitoring module, the display screen and to the printed circuit board. A test display screen was mounted and it was fully functional and clear. The reported ¿short battery life¿ complaint was duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.